Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was admitted to the hospital after their procedure. They thought they had a stroke, but it was not. The patient further admitted that they did not know the cause of their problem. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who did not know if the hospitalization was related to the device/therapy. When asked to clarify the hospitalization and if the cause was determined, the hcp said no. No further patient complications have been reported as a result of this event.